Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with results obtained of 199, 227, 278, 140 and 191 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 11/30/2021. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 199 mg/dl, date: (B)(6) 2022, time: 11:30 am fasting; result 2: 227 mg/dl, date: n/a, time: n/a am fasting; result 3: 278 mg/dl, date: n/a, time: n/a am fasting; result 4: 140 mg/dl, date: n/a, time: n/a am fasting; result 5: 191 mg/dl, date: n/a, time: n/a am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.